Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-01346 / 01347). Product location unknown.

Event description:
It was reported a patient underwent an initial total knee arthroplasty on (B)(6) 2014. Subsequently the patient was revised on (B)(6) 2015 due to unknown reason. The tibial tray and bearing were revised. The patient was further revised on (B)(6) 2016 due to the locking bar backing out of the tibial tray.